Event description:
Patient reported that 2 infusion sets leaked during bolus attempt, and patient was experiencing high blood glucose (in the 200's [mg/dl]). Action taken: patient changed infusion sets. No treatment was received.